Event description:
The reporter indicated that his patient experienced elevated intraocular pressure and excessive vault post icl implantation. Lens remains implanted. Per updated information patient is doing better. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Expiration date: unk, no serial number reported. Implant date: unk. Device manufacturing date: unk, no serial number reported. Claim#: (B)(4).